Event description:
It was reported that customer noticed bent cannula approximately two days after having high blood glucose of 438 mg/dl, which was treated with manual injection. After troubleshooting, customer will change infusion site. Customer also reports of having tubing detachment issues, but did not want to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.